Event description:
During stent deployement in a moderately calcified, 90% occluded left main trunk, the balloon of a bx veloxity stent delivering system burst at 10 atmospheres. Because the stent was not fully expanded, the physician inserted another (non-cordis) balloon catheter for further dilation. During removal of this balloon catheter, the stent shifted proximally in the vessel. A second bx velocity stent was successfully implanted to cover the lesion. Post stent deployment the angiogram showed no dissection. After the procedure, the pt was noted in good condition.